Event description:
The #20 gauge huber needle was inserted into a port-a-cath without difficulty. However, a leak developed between the needle and the tubing. During aspiration there was air leaking at the site where the needle and tubing meet. The needle was removed, a new needle was inserted, and the port flushed without difficulty.